Manufacturer narrative:
Two (2) photos were returned by the customer. The clave at the secondary port was observed to be broken from the cassette. The male luer of the clave remained attached to the port with the breakage happening at the port of the cassette. No samples were returned for investigation. Received one (1) used 146870489 primary plum set for inspection. As received, the clave was broken from the cassette. The shape of the deformation was angled where one side is higher than the other, typical of a bend break. The deformation observed was in the form of beach marks on one side while the opposite side was smoother. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. E1 - initial reporter phone: +(B)(6)

Event description:
It was reported that, on an unknown date, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch set was found to have a clave break off the tubing. There was no patient harm reported.